Manufacturer narrative:
Full UDI# provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the jaws of the device were not parallel. The device was actuated and engineering was able to replicate the customer's experience of "clip scissoring". The root cause of the customer's experience of clip scissoring was likely due to the misalignment of the jaws. Although the exact cause of the jaw misalignment is unknown, jaw misalignment may occur during clip application on thick, dense, or rigid material with the jaws aligned non-perpendicularly to the structure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- "after six good clips were fired and placed, three sequential clips scissored."